Manufacturer narrative:
Concomitant products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n319880, implanted: (B)(6) 2012, product type; adapter. (B)(4).

Event description:
It was reported that there was shocking/jolting sensation at the device pocket. The event had occurred four to five times over the lifetime of this battery, and the event only occurred when the patient was moving in a certain position. Diagnostic testing or troubleshooting performed included impedance testing, and impedance values were within normal limits. Patient status was alive with no injury at the initial time of report. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.